Event description:
The customer reported that the system shut down without command during a procedure. There is no report of injury or death associated with the event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.